Event description:
It was reported that the pump usb port was observed to be damaged resulting in intermittent issues with charging the pump battery. The customer's blood glucose level was approximately 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.